Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device was deployed, and the device appeared to look like a tulip. There was no angulation noticed in the delivery system. The device was removed prior to release and exchanged with a 25mm amplatzer pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.